Event description:
The first vessel was treated successfully with the angiosculpt. The angiosculpt was placed into a wash basin in preparation for treatment on a second vessel. After removal from the wash basin and prior to wiping off the device, it was noted that the angiosculpt appeared to be in two pieces and thus was not used to treat the second vessel. There was no patient injury, and no further treatment was required at the end of this procedure.

Manufacturer narrative:
Visual inspection of the returned device found that the distal shaft separated at the hypotube bond. The root cause is unknown at this time.